Event description:
(B)(4). Event occurred in the united states. The patient's mother stated that while sleeping at night, the tubing detached at the clip. She also reported that there was no damage to the tubing or the clip. The patient's blood glucose level was in high 300's mg/dl and had moderate level of ketones. Reportedly, the patient experienced nausea, vomiting and abdominal pain but remained on the pump. No further information available.